Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg had stopped when checked by hospital staff. The low battery indicator did not flicker. The battery was replaced. The epg was then turned on and it restarted. The patient had syncope. The epg was returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The epg passed functional testing with no anomalies found. A long term test was then performed. The low battery indicator turned on after twelve days, and then the indicator stayed on for 24 hours. (B)(4).